Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration). Medical device problem code: 2993 adverse event without identified device or use problem. Medical device problem code: correction to disregard 3191 appropriate term/code not available.

Event description:
Dexcom was made aware on (B)(6) 2023, that on (B)(6) 2023, the patient experienced a skin reaction. The sensor was inserted into the arm, which is off-label usage of the device, on (B)(6) 2023. The patient experienced a skin reaction with itching, rash, redness, and inflammation extended beyond the patch perimeter which occurred one day after the sensor had been inserted in the arm. The reaction was treated with a prescription oral antibiotic, amox-clav 500-125 mg tablet for 7 days to treat a skin infection at the sensor site. There were no additional details of further medical intervention. No additional event or patient information is available.